Event description:
It was reported that the light source had no image on the monitor, even if the connection was working. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the reported problem (no image) on the product could not be reproduced, and cause could not be presumed. Olympus will continue to monitor field performance for this device.